Event description:
I voluntarily got saline breast implants in 2006 at (B)(6) and ever since then, my health has started to decline. It started with swollen, painful lymph nodes in my right breast. I have been to the ER and have had several mammograms to find out if the node is cancerous because it's been inflamed and painful for 12 years now. Next came shoulder, neck, and back pain. Now my spine is curving because the breast are so large and I'm getting older. My back, neck and shoulder pains tighten, burn and leave me out of breath. Today, I still suffer from those symptoms as well as new joint and muscle pain that leaves me reaching for pain meds daily. The newest symptom is a chest rash that is growing onto my face and shoulders. This is no way to live. I have spent (B)(6) on breast implants to pay (B)(6) in hospital fees and medications. Breast implant illness is real. I suffer every day. Not only should women be made aware of the side effects from breast implants (silicone or not) my insurance (B)(6), should cover breast implant due to my symptoms. Dr (B)(6)